Event description:
It was reported that they stated that their arctic sun device would not fill. It was told to remove the fluid delivery line and place thumb over left port. Full suction and device began to fill. Fluid delivery line was leaking. Flow rate was 1.5, inlet pressure was -7.0, circulation pump command was 50 percentage, mixing pump command was 100 percentage, chiller temperature was 23.6 and failed mixing pump. They requested a quote for 2000-hour service to be done at the depot. Parts and pricing provided for fluid delivery line.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated that their arctic sun device would not fill . It was told to remove the fluid delivery line and place thumb over left port. Full suction and device began to fill. Fluid delivery line was leaking. Flow rate was 1.5, inlet pressure was -7.0, circulation pump command was 50 percentage, mixing pump command was 100 percentage, chiller temperature was 23.6 and failed mixing pump. They requested a quote for 2000-hour service to be done at the depot. Parts and pricing provided for fluid delivery line. Per sample evaluation results on 23nov2023, it was reported that the arctic sun device unit had to be primed to fill and mixing pump installed in decontamination to cool. The l-tube appeared distended/expanded and double l tube appeared distended/expanded. Ac cca card and power inlet module have degraded due to electrical overstress.

Event description:
It was reported that they stated that their arctic sun device would not fill. It was told to remove the fluid delivery line and place thumb over left port. Full suction and device began to fill. Fluid delivery line was leaking. Flow rate was 1.5, inlet pressure was -7.0, circulation pump command was 50 percentage, mixing pump command was 100 percentage, chiller temperature was 23.6 and failed mixing pump. They requested a quote for 2000-hour service to be done at the depot. Parts and pricing provided for fluid delivery line. Per sample evaluation results on 23nov2023, it was reported that the arctic sun device unit had to be primed to fill and mixing pump installed in decontamination to cool. The l-tube appeared distended/expanded and double l tube appeared distended/expanded . Ac cca card and power inlet module have degraded due to electrical overstress.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.